Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day after the implant of the right ventricular (rv) lead, the lead exhibited loss of capture, small r waves, and dislodgement was noted. It was also noted that the physician commented that inadequate current of injury was observed on analyzer electrograms (egm) at original implant, but rv lead was left at that time. The rv lead was repositioned and remains in use. It was additionally reported that during the procedure an alert for high impedance triggered on the right atrial (ra) lead due to use of a soft tissue dissection device and/or diathermy use. The lead had to be switched back to a bipolar configuration. The ra lead remains in use. No patient complications have been reported as a result of this event.